Manufacturer narrative:
During processing of the complaint, attempts were made to obtain complete event, patient and device information. The lens was returned and return device analysis performed. The reported issue was confirmed. The haptics were noted to be detached from the optic. It was mentioned that there was no damage noted prior to use or during the preparation for use. Which indicates that a product deficiency did not likely contribute to the reported difficulties. It was mentioned by the customer that they are using an emerald shooter which is not the recommended injector system. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have contributed to the nature of this complaint. Additionally, our lenses are 100 % inspected prior to packaging; therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all of the criteria for release. Damaged haptics are known to be caused by numerous factors including, but not limited to: loading strategy. Lens placement technique. Accessory device support. Poor handling during folding and inserting. The dfu provides precautions for lens handling and the injection process by stating that: "improper handling of the lens may cause damage to the haptics and the optics a review of the device history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the lens. The reported issue appears to be related to the operational context of the procedure and not a malfunction of our device. However, the use of an additional lens to correct the patient's vision is considered medical intervention to prevent permanent impairment to the patient. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lenses were processed per standard operation procedures and inspections, and met all of the criteria for release.

Event description:
It was reported that an ec-3 pal lens was implanted, manipulated by the doctor and in maneuvering the lens the haptics came off. Thus, the lens was explanted, and another lens was used to successfully complete the procedure. No adverse patient effects or clinically significant delay in procedure was reported. No additional information provided.